Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak, aneurysm and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. On december 12, 2024, the physician became aware of a type 2 endoleak as patient has a left accessory renal feeding the big left kidney tumor. On december 13, 2024, the field sales associate was notified by the physician of this event and reviewed images which showed the proximal graft is not well apposed nor the right common iliac artery limb as physician was concerned on the neck enlargement (aneurysm size unknown). Patient has type 1a endoleak on the trunk ipsilateral leg conformable and type 1b endoleak on the contralateral leg. The physician plans on working with a urologist to do a nephrectomy for the tumor and ligate the source of the type 2 endoleak and will refer patient for the type 1a and 1b to the vascular surgeon in las vegas for follow up treatment.